Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Upon opening the package of the device, it was noticed that the wire guide tip was already frayed and deformed. Another device was used instead. There was no patient contact, and no injuries or additional medical intervention occurred as the issue was found prior to patient contact.